Event description:
Physio-control was performing a regularly scheduled preventative maintenance on the customer's device when it was observed that the device would intermittently power off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
After additional testing of the device, physio was no longer able to duplicate the reported issue. As a precaution, physio replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.